Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parents reported via phone call that customer were hospitalized due to high blood glucose on unknown date with blood glucose of 1700 mg/dl. The customer was in intensive care unit for eleven days. The customer's parents reported that reservoir retainer ring was cracked and reservoir was able to lock in place. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.